Manufacturer narrative:
Image analysis: two still images were received. One image shows the outer packaging of the device with lot details matching that of the complaint file. The second image shows a wire loaded into the wire lumen of the device. It is unclear from the image whether there is any damage to the strain relief of the wire lumen. It is unclear whether the marker band is attached to the tip of the device. One cine image was received showing the presence of the detached marker band in what appears to be the pulmonary vein of the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the surgeon made several attempts to remove the detached portion but was unsuccessful. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An export ap aspiration catheter was used during a procedure to treat a lesion in the ostium of the rca and cx arteries. There was no tortuosity and severe calcification. No damage was noted to packaging. The device was removed from packaging as per IFU with no issues. The device was inspected and prepped with no issues found. No resistance was encountered when advancing the device, and no excessive force was used during insertion/delivery. It is reported that during the procedure, the marking ring at the end of the suction head fell off and dropped into the blood vessels when attempting to remove the device. The detached portion remained in the body, and could not be retrieved. The detached marking ring was left in the pulmonary vein in the patient's body. No further patient injury reported.